Manufacturer narrative:
Customer added two drops of blood to test strip. This may affect the coagulation test and contribute to an inaccurate inr or errors in testing. The proper use is to apply a single hanging drop of blood on sample well. Per complaint, the time of testing between inratio and reference is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011; inratio: 1.3; reference: 2.0; mean: 1.65; confidence limits: 1.2 - 2.3. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Previous investigation of strip lot # 234523 met accuracy criteria. No further investigation is required. Customer adding two drops of sample in inratio test could cause inaccurate result. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. No product was expected to be returned. Retain strip test result comparison met accuracy criteria. As reviewed on 02/01/2011, 41 discrepant result complaints were reported for lot # 234523 yielding a complaint rate of 0.034%. Due to this low occurrence rate, which is below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Pt mentioned adding two drops of blood to test strip. Pt was too tired to retest over the phone.